Event description:
The physician attempted an arteriotomy closure with the perclose at (the closer ak) device after a peripheral angiogram of the left superficial femoral artery (sfa). The procedure took place in the operating room. The angiogram was performed via the right femoral artery due to a total occlusion of the left superficial femoral artery. The arteriotomy closure was performed without any issues. After the closure of the right femoral artery, the physician performed a femoral-popliteal bypass, a "trill" was noted on the right side (at the arteriotomy site). The physician suspected that the trill was "caused by a little extra tissue that was captured by the perclose and because the vessel was so pliable, it went into spasm." An immediate cut-down of the right groin was performed and the suture was removed. A small amount of tissue was found in the suture. The artery was repaired and the femoral-popliteal bypass was successful. The pt is reported to be "doing fine." Though requested, no additional info was provided.